Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Complaints text (B)(6) 2017 21:45:34 (B)(4). Complaints text (B)(6) 2017 21:45:19 (B)(4). Initial notes: my pump gave me a motor error. I already remove the battery for a few hours then tried to put it back in and it keep saying motor error when I tried to rewind the pump . Inquired what led up to the complaint. Customer response: customer is getting a motor error motor error/e70 t/s per (B)(4). Patient's bg at time of incident: unk explained alarm and possible causes. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports the drive support cap appears normal (recessed). Inquired if the pump has been exposed to high magnetic field. Found: not exposed to high magnetic field. Customer said the pump was not dropped or bumped customer was unsure if he got an e70 item - 'advise customer to remove reservoir and set from pump and ensure reservoir and set are not disconnected' reason not completed - customer already tried to rewind the pump . Customer was unable to complete pump rewind due to pump alarm. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back up plan, per hcp instructions. Explained the interaction aftercare email. Customer's outcome pertaining to the complaint: customer decline return of oow pump customer decline cot pump. Adv customer to call dtc to start upgrade process ship: nothing / return: nothing